Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she fell on her bed due to low blood glucose on (B)(6) 2016. Customer declined troubleshooting the insulin pump at this time as she rather her blood glucose runs high than being this low. Customer's blood glucose was 57 mg/dl at the time of the incident. Customer's current blood glucose is 112 mg/dl. Customer treated with some juice and has experienced low readings sporadically. Customer stated that the paramedics arrived after she had fallen off her bed and broken her leg. Customer then had surgery and is now in a rehabilitation center. Customer was advised to consult with her health care profession to make changes to her settings.